Manufacturer narrative:
(Event date): the event occurred on an unspecified date of (B)(6) 2022. The device was received for evaluation. A visual inspection with the naked eye and magnification identified a damaged female connector. Clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed and a leak was observed beneath the minicap. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leaking between the female connector of a minicap transfer set and a minicap. It was further described as "iodine leaked from the connection between the transfer set and the minicap continuously smudging on the belly". This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.